Manufacturer narrative:
The device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was oversensing of noise artifacts on the epicardial lead by the implantable pulse generator (ipg) that could not be reprogrammed around. The ipg was explanted and replaced and the lead was capped. No patient complications have been reported as a result of this event.